Event description:
Yuring patient treatment with the model 3100a, the oscillatory amplitude (delta-p) dropped from 40 to 20 cm h2o without cause. The pt was placed on another 3100a with little compromise (a small increase in pco2).